Manufacturer narrative:
Device evaluated by MFR.: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination of the device revealed that that the tip with the blades is missing. There are multiple buckling along the sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the reported separation.

Event description:
It was reported that detachment of the device occurred, and there was an unretrieved device fragment left in the patient. A jetstream xc atherectomy catheter, 2.4mm was selected for an atherectomy procedure to treat calcification. During the procedure, however, a piece of the device detached. Several attempts were made to retrieve the fragment in endovascular with no success. The device fragment remains inside the patient. There were no patient complications reported.

Event description:
It was reported that detachment of the device occurred, and there was an unretrieved device fragment left in the patient. A jetstream xc atherectomy catheter, 2.4mm was selected for an atherectomy procedure to treat calcification. During the procedure, however, a piece of the device detached. Several attempts were made to retrieve the fragment in endovascular with no success. The device fragment remains inside the patient. There were no patient complications reported.